Event description:
It was reported that a flogard infusion pump presented an air alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. A visual inspection, functional testing, and alarm log review were performed. The reported condition of air alarm was verified during the alarm log review and functional testing. The cause of the air alarm was due to the air sensor being out of calibration. To correct the condition, the sensor was recalibrated. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.